Manufacturer narrative:
Investigation type: eitan medical investigated sets of the same type and lot. Investigation findings: no leakage or other issues were observed in any of the sets. Conclusion: the complaint was not confirmed. The sets were visually inspected and physically tested. No leakage or other issues were observed in any of the sets. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k141834.

Event description:
This complaint was reported by a customer from canada. A leakage issue was reported. No human harm occurred and no medical intervention was required as a result of the event.

Event description:
This complaint was reported by a customer from canada. A leakage issue was reported. No human harm occurred and no medical intervention was required as a result of the event.

Manufacturer narrative:
Eitan medical requested unused sets of the same type and lot numbers for investigation. Once provided, further investigation will be conducted, and the investigation findings will be submitted in the follow up report. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k141834.